Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight: weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided. UDI not available. Email address unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that during the implant procedure, implant connection got milled. High torque was achieved during the procedure and implant and driver adjustment was lost. Procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown legacy biomet driver was reported but not returned. Visual evaluation could not be performed for the driver. The returned implant identified damaged drive feature and bone residue around the external threads due to usage. Functional testing was not performed due to the nature of the devices and reported event (damaged drive feature). Device history record (DHR) review could not be performed for the unknown driver as the lot number was unknown. Complaint history could not be reviewed for the unknown driver. Therefore, based on the available information the driver malfunction could not be verified since the driver was not returned.

Event description:
No additional information was provided.